Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the right eye due to the patient's complaint of "seeing shadows". Another johnson and johnson iol was implanted as replacement (different model, dcb00, same diopter). One 10-0 nylon suture was used to close the wound due to incision enlargement. There was no patient injury. The patient tolerated the procedure well and is happy with the level of vision. The lens was discarded. No further information was provided.